Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that they were unable to verify their straight suction while in navigation. Caller specified that they were able to register the patient using the registration probe and that the straight suction was confirmed to be added in the software procedure's instruments. Troubleshooting was performed, technical services (ts) had caller/site: confirm bob port lights-- green, confirm that the straight suction could be tracked by the system, even if not verified, move the straight suction within the em field with the tip in the divot-- instrument verified. Despite instrument verification, caller informed ts that the instrument was having troubles consistently tracking when in use specifically with an endoscope; caller and or acknowledged possible metal interference. The probable cause was that the instrument tracker was not optimally within the em field, metal interference by endoscope. Unknown delay and patient impact.